Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 09/27/2007. Additional information was requested 08/29/2007 and 09/07/2007 by phone and 08/30/2007 by mail and fax. Additional information was received 09/07/2007 by phone. A completed questionnaire has not been returned.

Event description:
A surgeon reports that a patient reported blurry near vision following unilateral intraocular lens (iol) implant surgery. The lens was explanted. Additional information, including patient status, has been requested.